Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. From information received the surgeon had difficulties detaching the implants from the inserters. After the first one was inserted, the surgeon realized, on the x-rays, that the mobi-c was totally out of the interbody space. The second time the implant was well loaded on the inserter but after insertion the same thing happened again. For the third time, the surgeon changed the inserter and the 3rd implant was successful. Moreover the patient's bone was normal and he did not have any trauma. The cause for the device disassembly is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause cannot be determined. No information were provided about the inserter or it's examination after the surgery. However, according to the provided informations there is no evidence of a implant issue. If additional informations were received that may help to drawn a conclusion , another report will be sent .

Manufacturer narrative:
Not received at this day.

Event description:
Mobi-c p and f us : implant jammed in inserter. During insertion of the second level c4-c5, nothing was noticed but surgeon has seen on lateral xr the implant was totally out of the interbody space. He has decided to open a new implant. The exact same situation happened. For the third time, he used the second inserter and the implant remained properly in the interbody space.